Manufacturer narrative:
Test strips from lot 671321 and lot 671350, and the customer's meter were received for investigation. The customer¿s returned meter and strips were tested with retention strips and retention controls. Control ranges: level 1: 30-60 mg/dl level 2: 261-353 mg/dl results: lot 671350: level 1: 44, 45, 45 mg/dl. Level 2: 299, 300, 298 mg/dl. Lot 671321: level 1: 44, 44, 45 mg/dl. Level 2: 302, 300, 299 mg/dl. Both lots of test strips were further investigated using glycolyzed blood. All returned results are within the acceptable range. The strip vials, desiccants, and vial caps were inspected and were acceptable in appearance. No information was provided or data that would point to a cause for the result discrepancy.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters compared to results from blood gas testing. The deviations ranged from around 14% to 25%. Refer to the attachment to the medwatch for all patient data.

Manufacturer narrative:
The accu-chek inform ii meter serial numbers were not provided. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The test strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.